Event description:
Literature: yamada k, hamasaki t, kuratsu j. Subthalamic nucleus stimulation applied in the earlier vs. Advanced stage of parkinson's disease - retrospective evaluation of postoperative independence in pursuing daily activities. Parkinsonism relat disord. 2009; 15(10):746-51. Summary: this article presents a retrospective analysis of 38 patients with idiopathic parkinson's disease who underwent bilateral stn deep brains stimulation (dbs) between (B) (6) 2001 and (B) (6) 2007. The patients were scored according to the (B) (6) and the (B) (6) activity of daily living scale both off and on medications several days before and 3 months after implant to compare the different in therapeutic effect in patients who were treated in the earlier- and advanced stage of parkinson's disease. Reportable event: one patient was lost due to accidental trauma two months after implant. Additional information received from the hcp indicated the cause of death was suicide. The hcp had no further details. The device was explanted, but was not returned to the manufacturer.

Manufacturer narrative:
(B) (4)